Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device had black foreign material exiting the air/water nozzle indicating incorrect or insufficient reprocessing; however; it was determined that foreign material seems to have been lodged from the outside. It was not ejected and resulted in no air/water flow from the channel. Therefore, there was no incorrect or insufficient reprocessing. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The distal end insulation test failed. During the evaluation, it was determined, that foreign material seems to have been lodged from the outside. It resembles some sort of silicone. It was not ejected, and resulted in no air and water flow from the channel. The evaluation revealed, the following findings: the light guide lens cracked, bending section cover (a-rubber) was separated, and connecting tube had wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope. Exhibited the distal end unwinding, reduced and the bonding (adhesive) was brittle. The issue was observed, during reprocessing. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, black foreign material was found exiting the air / water nozzle. This has been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.